Event description:
It was reported to medtronic minimed that the customer initially reported the discrepancy between the sensor and blood glucose value. The customer experienced hypoglycemia and loss of consciousness, had an emergency room visit, and was hospitalized. The customer reported a blood glucose value of 60 mg/dl and the sensor blood glucose value of 50 mg/dl, the exact values of the sensor and the blood glucose values at the time of the discrepancy event is unknown. The event involved product(s) mmt-7040a, mmt-1884, mmt-342, and mmt-431ag. Troubleshooting was performed for the discrepancy event. Troubleshooting was declined for the low blood glucose event, and it is unknown whether the customer has been using the insulin pump within the 48 hours of the reported event and unknown whether the auto mode feature is active or not at the time of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer had not experienced loss of consciousness.